Event description:
It was reported by service report that the power inlet was broken away from litter top and the cord was missing. The bed was unable to charge or plug in which made al bed functions inoperable. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Results: power inlet.